Event description:
A malfunction was reported on the pump by the caller. There was no reported impact to the customer¿s blood glucose level. After receiving assistance from technical support, the customer successfully reset the pump, and the malfunction did not recur. The customer was informed to call back if the malfunction code appears again and understood the instructions, allowing the continued use of the pump.